Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml), all results were hcg positive at read time. Retain products were tested with in-house hcg negative urine samples, all results were negative and met qc specification. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficient information provided by customer and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2015, the patient was tested on the medline hcg urine cassette and the "readings were off". Further information would not be available.